Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Correction - section h6: "4614 - serious injury/ illness/ impairment" should have been entered rather than "2199 - no health consequences or impact" in the health effect - impact code section.

Event description:
New information received noted that the ICD delivered inappropriate shocks and inappropriate anti-tachycardia pacing (atp) due to functional under-sensing of atrial activity. Thus, the ICD incorrectly interpreted the signal and delivered high voltage (hv) therapy. Programming changes were made to resolve the issue. There were no patient consequences noted.